Event description:
It was reported, the patient presented at the hospital with dizziness. Upon interrogation, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and lead replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were noted. Lead damage was suspected. The rv and ra leads were capped and replaced, the device was explanted and replaced to resolve the event. The patient was stable.